Manufacturer narrative:
The analyzer serial number was not provided. Subsequent testing was performed with the alleged sample. The testing included the hiv combi pt assay on (B)(6) 2025, which yielded repeatedly reactive results of 77.83 coi and 79.06 coi. Testing with the elecsys hiv duo assay on (B)(6) 2025 yielded reactive results of 61.0 coi and 61.9 coi, with subresults for ahiv of 61.0 coi and 61.9 coi, and for hivag of 0.209 coi and 0.239 coi, respectively. The investigation determined that the hiv combi pt elecsys cobas e 100 v2 assay performed within specifications. A review of calibration and quality control data confirmed all results were within expected ranges. The root cause was attributed to a sample-specific discrepancy. It was recommended that repeatedly reactive samples be confirmed using established confirmatory algorithms, such as western blot or hiv rna tests. No general product issue was identified.

Event description:
The initial reporter alleged repeatedly reactive results for one patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay. The initial sample, collected on 04-apr-2025, was tested at the customer site and yielded a positive result with the hiv combi pt assay. Additional testing of the same sample included polymerase chain reaction (pcr), which was negative, and immunochromatography, which was also negative.